Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("she wanting to get total hysterectomy leaving the ovaries") in a female patient who had essure inserted. The patient's medical history included urethropexy in (B)(6) 2009. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (leaving ovaries)). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: no mesh sling. X-ray - on an unknown date: no mesh sling. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.